Event description:
The customer reported that the lights on the front display of his olympus evis exera iii xenon light source were all blinking during device preparation. According to the initial reporter, this event took place in the morning, during daily checks. The intended procedure was completed without any issues to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty slider switch on the scope socket was found and causing the reported lighting issue. Additionally, the lamp life meter was reading at 500+ hours, with an expired lamp. Recommended that the customer replace the lamp. It was also noted that the igniter had a weak firing. All other functional tests were successfully passed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty slider switch on the scope socket could not be determined. Olympus will continue to monitor field performance for this device.